Manufacturer narrative:
Tandem¿s t:flex user guide states that the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin. Additionally, the t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge had been filled with approximately 480-500 units of insulin. Subsequently, cold insulin was being used in the cartridge. The customer declined to perform troubleshooting with tandem technical support. There was no impact to the customer's blood glucose level.